Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases flat, broken shell and others and white particles on the shell. Leak test and microscopic analysis were performed which identified: sharp broken on plug strap however device not leakage and delamination total separation of diaphragm valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on plug strap assessed as an unidentified (tear) opening and partial delamination of the valve (cohesive failure). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to patient's concern with the product and capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV and exchange of textured implants due to patient's concern with product. Device has been explanted.